Event description:
It was reported that the customer noticed noise in all signals including other catheters and ecgs on both systems ep recording system and carto. The customer tried to fix the issue by unplugging the catheter, the noise disappeared. The customer changed the cable connection and the issue couldn't be resolved. Catheter was changed and case was completed. On (B)(4) 2012, awareness date changed since it was confirmed that the level of noise was high and was not able to see catheter signals.

Manufacturer narrative:
(B)(4). It was reported that the customer noticed noise in all signals including other catheters and ecgs on both systems ep recording system and carto. The customer confirmed that the level of noise was high and was not able to see catheter signals. The catheter was visually inspected and it was found that the connector pins had light green and small black residues on them; however, this condition is not related to the reported complaint. The catheter was electrically tested and it was found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
A supplemental 3500a will be submitted to the FDA as required if any additional information is provided by the customer. (B)(4).